Event description:
It was reported that on (B)(6), 2013, the patient felt a sensation and stopped having access to sound. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.